Event description:
It was reported that, during the implant procedure, the command to induce an arrythmia was not received by the device. After reinterrogating the device, a successful induction was done. After the implant, the device could not be interrogated. A magnet reset was successful, and the device can now be interrogated. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.